Event description:
(B)(4). I would have throbbing aching pain on my right and left side constant would get worse with bending or sitting. Blurred vision and migraines. Metal taste in my mouth at all times. Weight gain. My teeth were brittle. Dizziness. Hair loss.